Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the needle was designed to be ejected after two rotations for the set, but the needle was allegedly ejected on its own on the second rotation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one monopty device received for evaluation. The device appeared to be clean and was received with protective tubing. The device was received in second rotational position with the arrow in the ready window. The stylet was not visible. Functional evaluation was not be performed due to the condition of the returned sample. Dimensional observations are performed and the measurements were not within specification. The investigation is confirmed for the reported self-activation as the preliminary photos show that the device is in second rotational position however the stylet is noted to be retracted within the cannula, the investigation is also confirmed for identified non-standard device as the tangs measurements are out of specification. A definitive root cause for the reported self-activation is component failure. The definitive root cause for identified non-standard device (out of specification tangs) as manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the needle was designed to be ejected after two rotations for the set, but the needle was allegedly ejected on its own on the second rotation. There was no reported patient injury.